Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that, during implant attempt, venous access was restricted; and, this lead was unable to be successfully implanted due to helix extension issues and a suspected lead fracture. The lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that, during implant attempt, venous access was restricted; and, this lead was unable to be successfully implanted due to helix extension issues and a suspected lead fracture. The lead was removed and replaced. No adverse patient effects were reported.